Event description:
It was reported that during implant attempt, the left ventricular (lv) lead was unable to negotiate the tortuosity in the coronary sinus (cs) branch, so the lv lead was repositioned in another branch. The lead had no sensing / impedance or threshold issues at this point, but the obtained values were not acceptable. Therefore, the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).